Manufacturer narrative:
(B)(6) (B)(4).

Event description:
It was reported that a patient underwent balloon kyphoplasty procedure surgery for l1 compression fracture on (B)(6) 2015. Intra-op, scrub nurses cut his/her finger by opened lid of ample when the nurse was preparing liquid monomer for cement mixture. Other nurse proceeded the surgery. The event was reported because broken pattern might be different from as usual. It caused finger injury but they seemed to think that the breakage pattern of ample after opening might be different from as usual no patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: review of product specification and associated qac does not reference ampule breakage procedure or design intent of ampule breakage. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.